Event description:
It was reported that during a laparoscopic sigma procedure, the instruments did not function with a gen32. No further info is available. Case was completed with a like product. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that device a was returned with a hot spot on the blade and cracked. Devices b and c were also cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." No incident related to the reported event was observed during the batch record review.